Event description:
A caller reported a cartridge alarm 20, which occurred during the load process. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The issue was resolved after the customer was educated on the proper load technique, successfully loaded a new cartridge, and resumed insulin therapy.